Event description:
During placement of screws using the instrument/drill combination as described above, a sudden malfunction of instrument/drill occurred. Multiple or personnel visualized this malfunction including the medtronic rep. The malfunction caused the instrument to be displaced from the surgeons desired position while in the surgical site. Surgeon immediately removed the instrument from the surgical field and requested a slush machine for cold water to irrigate wound with. He safely repaired a dural tear (caused by this malfunction). Neuromonitoring personnel notified surgeon of signal changes from baseline. Dural graft implanted under microscope and replacement medtronic navlock instrument set was brought into room. The replacement navlock instrument set was used with replacement medtronic 2.4mm navigated drill bit to place the remaining screws under stereotactic guidance without issue. Improvement in signals obtained by neuromonitoring personnel. There was a discrepancy in motor signals from the lue [left upper extremity] from baseline. However, neuromonitoring was limited due to splint placed pre-op on lue to protect patient's elbow fracture.